Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect bhcg reagent is generating higher values when tested on dilution. There have been several pregnant patient samples that are tested neat and the values are near or under 15,000 miu/ml. When the sample is tested on a 1:15 dilution or manual dilution the true bhcg values of > 120,000 miu/ml is generated. For example, the initial value for one patient was 14,950 miu/ml (neat). The sample was re-tested on a 1:15 dilution and the value was 143,840.9 miu/ml (which was considered the correct result). The account has a retest rule in place to retest all bhcg results greater than or equal to 10,000 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). The product was used according to labeling but confirmed malfunctioned occurred. This issue has been confirmed in-house for architect total b-hcg reagent lot 69912jn00. An under-recovery of analyte is apparent in the e-f span of the calibration curve for lot 66912jn00. The dmaic (define, measure, analyse, improve and control) investigation process was used at the initial phase of the investigation. Root cause was determined to be related to a document deficiency for list number 7k78 which caused the rounding down of the calculated volume of conjugate concentrate ((B)(4)) to add to the conjugate bulk 7k78 from 0.014l to 0.001l. This resulted in a 29% under addition of conjugate concentrate to the conjugate bulk and a subsequent change in the calibration curve shape for architect total b-hcg reagent lot 69912jn00. This is a follow up report. The investigation is still in progress. Further information regarding the root cause will be forthcoming. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Assessment of global impact was revised to perform a review of sos (shop orders) for 7k62h (arch tsh), 7k74h (arch lh), 7k75h (arch fsh), 7k59h (arch ferritin) and 8k20g (axsym b12) for potential rounding issues. Rounding errors were found in sos for 7k62h (arch tsh), 7k75h (arch fsh), 7k59h (arch ferritin) and 8k20g (axsym b12). An assessment of all conjugate and microparticle bulk manufacturing documents was performed for the presence of calculations that allow rounding errors at certain batch sizes which result in the under or over addition of concentrate to the bulk conjugate/microparticle solution. Subsequently, it was established that training course (B)(4) rounding of significant figures was revised to include an instruction to round to three decimal places. The introduction of the instruction to round to three decimal places is the cause of the quality issue.